Event description:
A customer contacted beckman coulter inc., (bec) and reported that they obtained a higher than expected creatine kinase-mb (ckmb) result , above the normal reference range, for one patient. The result was reported out of the lab. The issue is associated with unicel dxi 800 access immunoassay system. Upon repeat on a different instrument, the ckmb result was within the normal reference range that better matched the patient's clinical picture. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in a lithium heparin plasma tube with a gel separator. The customer centrifuges samples on the automation line. Per customer, the original result was obtained from the primary tube analyzed on the automation. All three levels of ckmb qc were within the customer's established ranges prior to and on the day of the event. A field service engineer (fse) was dispatched for this event on (B)(4) 2011. The fse cleaned and aligned the wash wheel which was "severely out of alignment". The fse replaced the aspirate probes, dispense probes and peri-pump tubing. The fse performed baseline ultrasonic adjustments and replaced the ultrasonic transducer for reagent pipettor #2. The fse then performed a routine system check which failed due to an elevated washed %cv. The fse also noted that the substrate mean was beginning to reach the upper limit of acceptability. The fse replaced parts and performed the substrate decontamination procedure, and then repeated the routine system check and also performed a high sensitivity system check; both passed within instrument specifications. The fse returned on (B)(4) 2011 and replaced the piston, seals, stators, and caps on all of the pumps. The fse also replaced the ultrasonic transducer for reagent pipettor #1, wash wheel and the sample wheel bearings. The fse performed a routine system check, a high sensitivity system check, a carryover test, pipettor matching and low volume pipettor matching; all tests passed within instrument specifications. Although hardware was a likely contributing factor, a definitive root cause could not be determined for this event.